Event description:
It was reported that on (B) (6) 2010, a pt underwent a low anterior resection with ileostomy as part of treatment for rectal cancer where gore seamguard bioabsorbable staple line reinforcement material was used. The pt presented with lower pelvic pain on (B) (6) 2010. A cat scan revealed the presence of a presacral abscess due to an anastomotic leak. The pt underwent a procedure to drain the abscess on (B) (6) 2010. The pt tolerated the procedure well and was discharged.

Manufacturer narrative:
Method - device remains in pt, review of information provided by the user facility and quality records. Results - review of manufacturing records confirmed device met pre-release specification. A review of the manufacturing records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. A review of the complaint filed confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.